Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, power on self-test, and battery testing were performed. During visual inspection, the swollen battery was identified. The cause was due to a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.